Manufacturer narrative:
The reported event occurred while the patient was under anesthesia. The sterile field was broken down and reset up subsequently causing a delay in the case. Staff at novo health were made aware of the reported event and received training and random in-process inspections. The inspection policies were reviewed and no changes were required.

Event description:
The user facility reported that during a patient procedure the nurse moved the basin and noticed that a patch was pulled up on the back table cover. A procedure delay occurred while the patient was under anesthesia. The sterile field was reestablished.